Manufacturer narrative:
(B)(4).

Event description:
It was reported that the sensor was producing shock. The sensor was inserted into the abdomen on (B)(6) 2022. The product was returned for evaluation. The product could not be evaluated as the device was received in a condition which made analysis impossible. The allegation and a probable cause could not be determined. No injury or medical intervention was reported.